Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a non-tortuous, moderately calcified unspecified artery. A 7.0 x 80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced with no resistance to the lesion and on the first attempt to inflate the balloon, the balloon would not inflate. It was observed that the pta catheter was leaking from the area where the proximal shaft and hub connect. No contrast, saline or air was introduced into the patient's anatomy due to the leak. The pta catheter was removed from the anatomy and was replaced with an unspecified pta catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue and leak were not confirmed. It may be possible that there was a faulty connection with the syringe or inflation device, resulting in the inflation issue and leak; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue and leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.